Event description:
It was reported that after a da vinci-assisted simple prostatectomy surgical procedure, when washing, it was noticed the tweezers were burned on a maryland bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the damage was identified prior to reprocessing. During the inspection procedure prior to reprocessing, the cme team found that the tweezers had thermal damage. There was no other damage. The instrument was withdrawn from use and sent to the responsible sector on the day the notification was opened (13/dec/2023), the last use according to our records, was in this procedure. The instrument was inspected prior to use and there was no damage to the instrument. After inspection, only thermal damage was found. The instrument did not collide with any other tool during the procedure. No arcing was observed during the procedure. There was no injury to the patient. The customer had no further images of the device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument still passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.